Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused three (3) hours earlier than expected. The issue occurred during patient infusion. The device was filled with 4400mg fluorouracil (5-fu) in d5w (5% dextrose in water) having a volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between november 18-19, 2025. H11: the device was received for evaluation without containing fluids in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.